Manufacturer narrative:
Method - the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) female patient had a skin irritation. The patient's skin had indentations from the garment. The patient's physician prescribed a powder for the irritation. Follow-up indicated that the indentations were still there.